Event description:
Surgeon performing a laparoscopic sleeve gastrectomy the harmonic scalpel read adjust pressure, applied but would not cut. Cord was changed with no improvement - new device obtained, work without problem.